Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 2.50mm stent delivery system was returned for analysis broken into 2 sections with the distal section returned on a mandrel. The distal section had been broken (shaft break at the port bond) and the wire lumen had been stretched and damaged and was stuck on the mandrel. There was a stent protector covering the stent, it was not stuck to the stent but could not be removed proximally due to tapered end of stent protector and could not be removed distally due to pig tail of the stuck mandrel. The returned stent protector was not consistent in appearance with bsc promus premier stent protector. The returned stent protector was yellow and a promus premier bsc stent protector is blue. The mandrel returned in the promus premier device was not consistent in appearance with a bsc promus premier product mandrel. The returned mandrel had a spiral shaped distal end which is different to the loop like pigtail shape at the distal end of the product mandrel packaged in bsc promus premier device wire lumen. The returned mandrel outer diameter was measured and was the same size as the promus premiers product mandrel. A visual and tactile examination of the devices hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found the break was on the distal side of the port bond that both the inner and outer distal shaft had been broken. There were multiple sites of bunching and stretching along the inner shaft polymer extrusion which appeared case the distal section to be stuck on the mandrel. The distal outer was stretched and kinked. The midshaft extrusion was damaged, it appeared to be stretched and twisted, 3cm distal of midshaft bond. The distal end of the returned mandrel was cut by the analyst so that stent protector could be removed distally to examine stent section. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A examination (visual and via scope) of the tip found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-dec-2019. It was reported that the stent could not be taken out from the protective device. A 24x2.50 mm promus premier drug-eluting stent was selected for use. However, during preparation, it was noted that the stent could not be taken out from the protective device. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed shaft polymer extrusion detachment.